Event description:
False positive result(s). Customer stated that fever started monday,(B)(6). Took pcr from kaiser also and results were negative. Ff test result was positive.

Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1120205 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120205 met the qc criteria. The complaint issue was not found in the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.